Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, erosion and urinary problems. It was reported that patient experienced exposed vaginal mesh and underwent excision of vaginal mesh on 05/16/2011. It was reported that patient underwent mesh revision on (B)(6) 2011 due to exposed mesh.